Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts of the proximal half of the stent were distorted and in parts bunched and lifted from the stent profile. The undamaged distal portion of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the distal portion of the stent got lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 32 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noticed that the distal portion of the stent got lifted. The procedure was completed with a different device. No patient complications were reported.